Manufacturer narrative:
B2: date of death corrected. B3: date of event corrected. H6: coding updated. Conclusions: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the high gradients and regurgitation could not be determined from the limited information available. Based on the risk analysis and historical trend, cuspal tear and/or commissure dehiscence were the most common mechanisms which could lead to regurgitation. Calcification would be one of the common causes for these failure modes. Immobile leaflet was one of the most common mechanisms which could lead to high gradients. However, without the failure mechanism and the return of the valve for analysis, a root cause of the regurgitation, high gradients, and the patient's death cannot be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years and 10 months post implant of this bioprosthetic aortic valve, transesophageal echocardiogram (tee) showed "severe" increased gradient measurements. It was reported that this appeared to be a result of either patient-prosthesis mismatch or of tissue in-growth. Mild regurgitation was also present. No interventions or treatments were reported to have occurred at that time. Ultimately 5 years post implant the patient died. It was reported that the death certificate listed the cause of death to be "heart failure-aortic valve disease".